Manufacturer narrative:
A customer communication ((B)(4)) was sent 17 july 2020 to all customers who were shipped affected lots of vitros anti-sars-cov-2 total and vitros anti-sars-cov-2 igg reagent. The letter indicates if the two reagent bottles are interchanged (swapped), the correct reaction scheme does not occur. This can result in false negative results for a sample that is reactive, calibration failures and quality control failures for the reactive control. The letter instructs customers to visually inspect the reagent pack prior to loading to ensure correct reagent bottle configuration. The FDA was notified of this issue on wednesday 15 july 2020. Refer to report number (B)(4).

Event description:
A retrospective review of all e-connected vitros instruments that processed samples from vitros immunodiagnostic products anti-sars-cov2 total reagent pack (vitros cov2 total), lots 10 ¿ 18 and 21 ¿ 37 were reviewed as part of an ortho investigation. It was determined that the two bottles which make up vitros cov2 total lot 17 (p(B)(4)), vitros cov2 total lot 27 ((B)(4)), and vitros cov2 total lot 30 ((B)(4)) were interchanged during the manufacture process. Therefore, the correct reagents were not added in the correct quantities at the correct time during the processing of the assay and the correct reaction scheme likely did not occur. This can lead to false negative results. False negative vitros cov2 total results may lead to inappropriate physician action if they were to occur undetected on patient samples. It is unknown if any erroneous vitros cov2 total results were reported to a physician as the customer did report this event to ortho. A customer communication ((B)(4)) was sent 17 july 2020 to all vitros customers that were shipped the affected vitros cov2-total reagent lots. This report is number 3 of 5 MDR¿s for this event. Five (5) 3500a forms are being submitted for this event as 5 devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).